Event description:
The provider states that after installing the board on a concentrator, the pc board arched.

Manufacturer narrative:
No end user involvement. Model number and serial number not provided. The event involved a service part (pc board) not tied to a particular unit. The pc board was returned for evaluation; however, it could not be tested, so the complaint could not be confirmed. Should additional information become available, a supplemental record will be filed.